Event description:
A medical supply company in (B)(6) reported that an mr730 respiratory humidifier was boiling water. It was reported that the device temperature could not be controlled. The complainant reported that there were no pt consequences.

Manufacturer narrative:
(B)(4). Method: the complaint humidifier was returned to fisher & paykel healthcare's regional office and service center in (B)(4). The humidifier was visually inspected for damage and was performance tested for functionality. Results: there was a large crack in the humidifier case beneath the humidifier plate. The cosmetic damage was repaired by replacing the humidifier case. The reported fault could not be replicated as the humidifier heated to the correct operating temperatures and did not overheat over a one hour test period. Conclusion: no operational fault was found with the complaint humidifier as it operated properly during testing and passed all performance checks. It is possible that misting or condensate in the chamber was mistaken for boiling. The mr730 respiratory humidifier has several safety features including an audible and visual alarm which alerts the user if the measured temperature exceeds 41 degrees celsius and disables the heater. The humidifier also has a thermal cutout on the heater plate which limits the maximum temperature of the gas entering the system. The technical manual advises that the operation and calibration of the device "should be performed after any servicing, and annually as part of the routine maintenance procedure" to ensure functionality.